Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a peritoneal dialysis catheter. The customer reports, "a pt started pd recently, and pt experienced an allergic reaction. Sixteen days after the start of dialysis, cloudy effluent was noted. This reaction was observed through effluent lab data, there was an increase in leukocytes, there was a major quantity of eosinophil cells, macrophage cells and mesotelliale cells. There wer no clinical symptoms, no fever, no pain, no inflammatory syndrome. Dialysis stopped and catheter removed."